Event description:
At about 3 years 11 months after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (12 to 17mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 october 2022. Lot 175254: (B)(4).